Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient's ipg had reached end of life. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that patient was doing well postoperatively. Sc-1140 (B)(4) device evaluation indicated that the complaint was not confirmed. Device exhibits normal characteristics. The device battery level has reached the end of service life, and suspended normal operation. The battery level measured 2.48 volts upon receiving. The battery profile covers a period between (B)(6) 2016. Energy_use_indexes are program1 (56.3), program 2 (29.1), and program 3 (100.0), and program 4 (84.6). The device quiescent current measured 23.35 ua within the expected range. The device passed the functional test. The use of high amplitude program settings resulted in the fast depletion of the battery.

Event description:
A report was received that the patient's ipg had reached end of life. The patient underwent an ipg replacement procedure.